Manufacturer narrative:
(B)(4). The ccp stated the power light emitting diode (led) light on the front panel of the system-1 was green. This system is regularly used and not a back-up unit. The ccp observed no warning before the system shut down. They found four units total that failed when unplugged. The user facility¿s biomedical engineer (biomed) is trained by the manufacturer and performs all service and preventive maintenance (pm) of the device. The field service representative (fsr) verified the reported issue. The fsr replaced the batteries and tested operation. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation. During laboratory evaluation, the product surveillance technician (pst) observed the suspect batteries to be in a severely depleted condition. No physical damage or other anomalies observed upon receipt of batteries. The batteries measured 2.0 and 1.6 volts direct current (vdc) upon receipt (non-typical, low). All voltage readings were taken with the conductance meter attached. Conductance measurements were unavailable due to the low voltages. 11.4 vdc is a typical value for a good battery that is completely discharged. 13.2 vdc is typical for a battery having a near full charge. This low voltage is consistent with batteries that have not been properly charged or maintained and have become permanently degraded. No attempt was made to charge and no further testing was performed. This corroborates the reported complaint.

Event description:
It was reported that during the use of the device for a non-clinical activity, the customer was testing battery back-up in all units at hospital. This perfusion system failed when unplugged, as it did not go to battery. There was no patient involvement.

Manufacturer narrative:
Per the script questions and log analysis the system is always left on and plugged in. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.